Event description:
The customer reported that the insulin pump had some cracks and a damaged screen. The device also had scratches on the display window and it is hard to read the display. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly. The device also had a scratched display window.